Event description:
I had a mentor breast implants surgery on (B)(6) 2001. About a year ago, I started having complications. My left breast and armpit started to swell up. After a couple of month the right breast started also to swell but then stagnated, while the left side kept growing. After an mammogram, ultrasound, and an MRI, I found out that both implants are ruptured, possibly due to calcification and capsular contracture. And because large amount of brown fluid surrounding them, I was told by several plastic surgeon that I am at high risk of having bia-alcl, a rare form of lymphoma (cancer of the immune system). The results of a cyst aspiration drainage showed histiocytes positive. So far it has been a challenge getting the implants removed in a timely manner, as the plastic surgeons that I was referred to by my hmo insurance felt that they don't have enough knowledge, research and resources to treat a patient potentially with this rare cancer. It's been months struggling and trying to get them removed, yet the earliest surgery date would be 1-3 month from now. MRI test was done at the (B)(6).